Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a preoperative aneurysm rupture. The abdominal aortic aneurysm measured 91 mm in diameter. It was reported that, during the procedure, the iliac artery ruptured at the distal seal in the iliac artery. The rupture occurred after post dilation of the limb with a reliant balloon. The physician elected to perform an open surgical repair and the devices were explanted. Per the physician, the cause of event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.